Manufacturer narrative:
Device evaluation anticipated but not yet begun.

Event description:
It was reported that when the asymptomatic patient presented in clinic for normal follow-up, the device could not be interrogated with two separate programmers. An interrogation attempt in another room was unsuccessful. The patient did not report receiving any shocks. The patient had travelled abroad and reported walking by a large power source. All device parameters were normal at the last check. The device was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Manufacturer narrative:
No communication could be established between the device and the programmer upon receipt and was found to be due to low battery voltage. With an external power supply, the device functioned normally; no high current was detected during testing and the power consumption was normal. The original battery was sent to the vendor for further evaluation and no anomaly was found. The cause of the battery depletion could not be determined.